Event description:
It was reported that the patient had stimulation in the wrong location. The physician was going to be implanting a new lead at a lower vertebrae level and wanted to leave the existing 2x4 paddle lead in the patient. Subsequent information received reported that the patient's entire system was explanted and replaced. Upon initial post-op programming, the patient was doing well.

Manufacturer narrative:
Product ID 3998, lot# v014320, implanted: 2007-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger, product ID 37742, serial# (B)(4), product type programmer, (B)(4),